Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, a piece of the vasoview hemopro vh-3500 jaw was chipped off before the device was even used, it came out of the box with a piece of the cutting jaws chipped. Device wasn't used and a new kit was opened. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/23/2022. An investigation was conducted on 01/11/2023. A visual inspection was conducted. Both the cannula and the harvesting device was returned for evaluation. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the cannula. The heater wire on the harvesting device was observed to be intact with no visual defects observed. The gray silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent; wire" was not confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000258496 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.